Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that during the implant when the right atrial lead was being implanted the helix did not retract after thirty turns. The lead was taken out and placed on the surgical table and it was still found that the helix would not retract. A new lead was used and this one was returned for analysis. No adverse patient effects were reported.